Manufacturer narrative:
As a result of the evaluation on december 12, 2016, omsc confirmed followings. Tissue pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw each other. When we closed the grasping section and activated seal mode, seal short circuit error was occurred. These types of tissue pad damage and errors are most likely related to the operator's technique. Based on the past similar cases, it was known that tissue pad damage and errors occurred by following mechanism. The tissue pad was severely worn due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). Consequently the probe contacted with the metal part of the jaw. The seal & cut short circuit errors were occurred and contact marks were made, due to activating output while the probe and the metal part of the jaw were contacting each other. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Two tb-0535fcs as the subject devices were used during a nephrectomy. The first device kept alarming short circuit error and was changed to the second device. The tissue pad of the second device was partially peeled. The procedure was completed using a similar device. There were no patient injury reported. The two tb-0535fcs as the subject devices were returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on december 12, 2016, omsc confirmed followings. For the first device: the tissue pad was severely worn. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. For the second device: the tissue pad was worn and partially peeled. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This is the report regarding the tissue pad damage of the first device. Each report regarding other 3 individual events is going to be submitted separately.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".